Manufacturer narrative:
It was reported that the device will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. (B)(4)

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored, showing evidence of blood contact. The valve holder was not attached nor returned with the valve for analysis. All leaflets were slightly stiff but flexible. The left and right cusps were intact. A small cut was observed in the non-coronary cusp along the inflow margin of attachment, determined to be associated with a sharp object such as a scalpel. The free margin of all cusps appeared slightly desiccated. All commissures were intact. Conclusion: suture breakage is a known potential failure mode. Without the return of the valve holder (cinch mechanism), there is insufficient information to determine a conclusive root cause at this time. Based on the received information, the cut cusp happened during the implant. The regurgitation and paravalvular leak (pvl) were due to the valve not seating in the annulus properly. Medtronic will continue to monitor field performance for similar events should they occur. (B)(4).

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed when the analysis/investigation are completed. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the preparations for implant of this bioprosthetic valve, it was noted that the valve holder seemed loose when the handle was inserted into the holder. During cinching of the valve, the holder¿s sutures broke and the holder was removed from the valve. The surgeon elected to with implantation of this device, as there was no back-up device available. A clamp was used to hold the valve while sutures were placed into the cuff. Due to the inability to cinch the valve, the valve did not seat on the annulus properly, and once implanted, a transesophageal echocardiogram showed there was significant paravalvular and central regurgitation despite the leaflets functioning normally. The valve was explanted, and a device obtained from another hospital was successfully implanted. No subsequent adverse patient effects were reported.